Event description:
A report was received that the pt's lead extension hub was irritating the pt's skin. The physician re-buried the hub in a different location. The pt was doing well following the revision.